Event description:
Information received from the field does not address the patient's clinical status but notes that ventricular pacing caused atrial capture with conduction to the ventricle. X-rays showed that the right ventricular lead had pulled back into the atrium. During the repositioning procedure, the physician elected to explant the lead instead. The lead was disposed of at the hospital.